Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, the monopolar curved scissors (mcs) lost movement and became crooked, requiring removal as a block with the trocar. After removal and cleaning, the steel cable was found to have broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.